Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the right strain gauge was replaced to resolved the driving issues.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacture representative went to the site to test the imaging system. The batteries voltage was steady at 399.90 and the system was holding a charge. It appeared that the system was not plugged into power outlet and the batteries were not sufficiently charged. They reconnected the system to power and the batteries returned to full charge state. The system was ready for clinical use. No test equipment was used. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was no charge on the battery. The manufacturer representative (rep) found the system with no battery charge. They think it was not left in charging, so the rep connected it and will follow up on the battery status. No patient was present at the time of the event. Additional information was received stating that the system was maintaining its charge after being left unplugged, however, it would not clear e-stop nor would the system drive using the drive handle. Additional information was received stating that the system was manually able to be pushed when it would not drive. The systems brake was constantly on. All batteries were fully operational.